Event description:
The nurse was adding an electrolyte mixture to this continuous dialysis bag when it ruptured, splashing electrolyte fluids into her eyes. She was off work for 2 weeks as a result of these corneal abrasions she sustained from this failure. Manufacturer response for dialysis bag, (brand not provided) (per site reporter). I believe purchasing has reached out to them to get replacement bags free of charge. Unknown if they are taking the bag rupture seriously.